Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to a failed capacitor, designator c13. The device was archived by stryker.

Event description:
Stryker was performing preventative maintenance on the customer's device and observed that the device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. Stryker observed that the device's battery was depleted and a test battery depleted immediately when inserted into the device. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Stryker was performing preventative maintenance on the customer's device and observed that the device would not power on. There was no report of patient use associated with the reported event.